Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and failure mode was reproduced on the first boot. Console alarmed for controller failure. Failure mode is due to impellatronics epm sw corruption. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had an automated impella controller (aic) fail with a red alarm at case start, and the team replaced the aic. The procedure outcome was that patient expired, and there is not enough information to exclude the impella device as an associated factor in the patient's demise.